Manufacturer narrative:
No audio/beep anomaly or button error alarm was noted during testing. The pump had intermittent button response due to a flattened act button dome switch. No unlocked lcd keypad connector noted. The pump passed the displacement and self tests. The pump had a cracked reservoir tube lip. The test reservoir locked in place properly and no anomaly was noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had to press the act and down arrow buttons harder or more in order to respond; the alarms were harder to hear; and the customer had received errors before just not sure what kind. The customer¿s blood glucose was unknown at the time of the incident. The customer stated that the plastic pieces came off where the reservoir screws in after each reservoir change. The device will not be returned for analysis.